Manufacturer narrative:
An event of complete left bundle branch block was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 3mm depth of implant of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Abbott did not receive a response from the field if there was calcification in the annulus. It was indicated that the final implant depth of the valve was 4mm. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Crd_1003 - vantage ide study (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant using a 19f flexnav delivery system. During the procedure the patient developed left bundle branch block after pre-implant balloon aortic valvuloplasty (bav). Patient was reviewed by physician and decision was made to keep the patient in for observation and further review. It was also reported that on day 1 post procedure, it was noted that bilateral femoral artery access site oozing. Manual pressure, ice packs, pressure bandages and femoral stops applied. On (B)(6) 2023 it was reported that the patient had a pacemaker implanted following new onset left bundle branch block (lbbb) and first degree heart block. No additional information was provided.

Event description:
(B)(4). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant using a 19f flexnav delivery system. During the procedure the patient developed left bundle branch block after pre-implant balloon aortic valvuloplasty (bav). Patient was reviewed by physician and decision was made to keep the patient in for observation and further review. It was also reported that on day 1 post procedure, it was noted that bilateral femoral artery access site oozing. Manual pressure, ice packs, pressure bandages and femoral stops applied. On 07 february 2023 it was reported that the patient had a pacemaker implanted following new onset left bundle branch block (lbbb) and first degree heart block. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.